Manufacturer narrative:
A field engineer replaced the lift assembly at this site and returned the system as operational.

Event description:
During a procedure, the table slowly lowered uncommanded. The vertical brake on the table was worn to the point that the brake could not hold the table in place. No patient injury was reported.